Event description:
It was reported that "the surgeon ordered items to replace a prosthesis implanted on (B)(6) 2018 due to an infection suspicion. The revision surgery was scheduled on (B)(6) 2019.

Manufacturer narrative:
Corrected data operator of device - changed to healthcare professional. Additional manufacturer narrative reported event an event regarding infection involving a mets distal femur was reported. The event was not confirmed. Method and results product evaluation and results: not performed as no items were returned. Clinician review:not performed as no medical records were provided. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on the 06th apr 2018 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding infection lot a20905 there have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. Conclusions: an event regarding infection involving a mets distal femur was reported. It was reported that the suspected cause of the infection is the patient being stung by a rosebush. The surgeon planned to : replace all the pe part of the prosthesis; clean the surgical site. A biopsy was performed but the results have not been communicated to stryker. The exact cause of the event could not be determined because further information such as biopsy results and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smax01; b17168; axle mktp-sm5; b19656; plateau plate smbsh01; b16715; bushes smcic01; b16900; circlip it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that "the surgeon ordered items to replace a prosthesis implanted on (B)(6) 2018 due to an infection suspicion. The revision surgery was scheduled on (B)(6) 2019.